Event description:
It was reported that the patient had ventricular exit block and phrenic nerve stimulation, and the left ventricular (lv) lead had high threshold. The lead was capped and was replaced with a new lead. The patient is enrolled in the (B)(4) study (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.